Event description:
Info was received that reported a pt was hospitalized... On the morning of (B)(6), the pt was feeling ill. She did not check her blood glucose. Later she checked and her blood glucose was 24mmol/l. She then began vomiting. She was brought to the hosp and upon admission, her blood glucose was 32mmol/l. She was treated with insulin and IV fluids. The device should be returned for eval; to ensure that it is functioning correctly and did not contribute to the reported incidence.

Manufacturer narrative:
(B)(4). Device eval: the suspect device was returned and evaluated. Delivery and accuracy tests were performed, the device was found to pass all delivery and accuracy tests. No operational or functional failure was detected and the product was within specification.